Event description:
Reporter indicated that vns patient was seen in hosp e.r. Due to a prolonged cluster of seizures. It was reported that treating neurologist had attempted to wean the patient off of dilantin due to problems with constipation. The patient was treated with fos-phenytoin during their e.r. Visit, which stopped the seizures and patient is now back on the dilantin. Device diagnostic testing was within normal limits, indicating proper device function. Elective replacement indicator was no, indicating that the generator had not reached end of service. Generator replacement surgery is planned due to estimation that the generator may be nearing end of service (based on length of time implanted and device settings).